Event description:
It was reported that after insertion, the intra-aortic balloon (iab) would not inflate. The console was swapped out with a different one, but the issue did not resolve. The iab was replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: administrator/ supervisor. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Correction to mfg report number: 2248146-2022-00054 to include manufacture lot# ,date & expiration date updated. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).